Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset process, which resolved the issue. The malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue reappears.